Event description:
It was reported that while the pt's stimulation was turned on, the device would turn itself off after a short while. Unable to f/u with the contact info provided, hence no add'l info was obtained.

Manufacturer narrative:
(B) (4).